Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the insulin gauge was inaccurate. It was also reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore no further information was able to be obtained.